Event description:
Reporter alleged obtaining the results of 300 mg/dl, 220 mg/dl, and 270 mg/dl on compact plus system 1 compared back to back with a result of 122 mg/dl on compact plus system 2 when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 2. Reference medwatch report with (B)(4) for the suspect device used in system 1.

Event description:
On (B)(6) 2010, the patient was implanted with a scs system. On (B)(6) 2010, it was reported that the patient lost stimulation and the ipg no longer communicates with the programmer and charger. The patient was sent a new programmer. On (B)(6) 2010, it was reported that the patient's ipg would be explanted on (B)(6) 2010.